Manufacturer narrative:
Since the initial medwatch was submitted, the device was returned to medtronic and evaluated. Product analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff, but slightly flexible except where tan thrombotic appearing host tissue was present. The free margin of the left cusp appeared folded and adhered to the host tissue on the outflow. All commissures were intact. Traces of pannus were observed along the sewing ring on the outflow. Tan thrombotic appearing host tissue filled and stiffened the left cusp on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: analysis confirmed the reported clinical observation of thrombus and pannus. Reduced performance of the valve is attributed to a combination of host tissue overgrowth and mostly due to thrombus. Although a conclusive root cause to host tissue and thrombus is not determined, these are generally considered patient related conditions and are known adverse effects for bioprosthetic valves. (B)(6). (B)(4).

Event description:
Medtronic received information that 3 years following the implant of this bioprosthetic valve, echocardiography revealed thrombus on both right and non-coronary cusps of the valve, more predominantly on the right cusp. Peak gradient was 69 mmhg and mean gradient was 41 mmhg. An impressive pannus ring had formed on the entire inflow (left ventricular outflow tract) side of the valve. A thin layer of pannus had also formed at the base of the leaflets on the outflow side of the valve. Pannus was noted to be forming up the commissures on the inflow side. The pannus on the inflow side of the valve was not attached to the valve. Inflow area through the pannus was estimated at 0.9 cm2 (preoperative echocardiography showed 0.7cm2). The valve was explanted. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the device has not been returned to medtronic. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6).(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.